Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred after the customer was attempting to set a temp rate. Customer's blood glucose level was in the 150 mg/dl to 200 mg/dl range. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.